Event description:
A physician reported that during an intraocular lens (iol) implant procedure, at the moment of implantation of iol on the eye, a broken loop was detected, so it was necessary to remove the lens and replace it with another lens during initial procedure. One stitch of suture was placed on the site of iol. There is no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only the used lens was returned in a non-company pouch inside the opened carton. The pouch was sealed with tape. Viscoelastic was observed dried on the lens. One haptic was broken at the gusset area. The haptic was returned inside the pouch. The optic was torn in the junction area of the broken haptic. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause could not be determined for the reported complaint. The reported broken haptic damage was observed. The lens and broken haptic were returned outside of the device. The device was not returned for an evaluation. The plunger position in relation to the broken haptic during advancement cannot be determined. The IFU (instructions for use) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).